Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88.

Event description:
The customer observed false reactive alinity I anti-hbs results generated on two different alinity I processing modules (sn (B)(4) and sn (B)(4). It is unknown which analyzer or which lot number generated each result. For one patient sample, false reactive alinity I anti-hbs results were generated (no specific value provided), and repeated nonreactive on the same instrument. For another patient sample, false reactive alinity I anti-hbs results were generated (no specific value provided), and repeated reactive on the same instrument, however, came out nonreactive on another instrument. This MDR reflects lot number 28429fn00. No impact to patient management was reported.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search reviews did not identify an increase in complaint activity for false positive results. Return testing was not performed as returns were not available. Device history record review was performed on lot 28429fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Clinical specificity testing was performed using in house retained kits of the complaint lots. Testing met specifications indicating the lots are performing as expected. A review of the labelling addresses the customer¿s issue. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The overall specificity for the alinity I anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive and result values of < 10.00 miu/ml as nonreactive) was estimated to be 99.76% for total donors (95% confidence interval 98.68% to 99.99%), therefore false reactive results may at times occur. False elevated results may arise because of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. To ensure consistency in results, recentrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Based on all reviewed data, we conclude that there is no systemic issue or deficiency identified with the alinity I anti-hbs reagent lot identified in this complaint.